Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 1 implanted mitraclip, aspirin. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the clip was difficult to open and due to gripper actuation issues. It was reported that this was a mitraclip procedure treating ischemic functional mitral regurgitation grade 3+. One mitraclip was implanted at the a3/p3 area without issue, reducing the mr to grade 2+. A second mitraclip (80523u149) was difficult to open. In addition, the anterior gripper arm did not drop as expected on the second grasp. The lock was opened and grippers then dropped. This same mitraclip was implanted on the a2/p2 area reducing the mr to grade 1+-2+. There were no adverse patient effects due to this issue and there was no reported clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: a satisfactory leaflet grasp was obtained with the second mitraclip (cds0602-ntr 80523u149). While attempting to lower the gripper arm, the gripper arm did not lower as expected. Reportedly, the gripper lever was retracted until barely noticeable resistance felt, as the blue line on the device was not helpful. Standard troubleshooting was performed per instructions for use (IFU). There was no issue opening the clip.